Event description:
It was reported that this right atrial lead showed a lead safety switch. The lead is oversensing both unipolar and bipolar. Clinician wanted to program unipolar pace/ bipolar sense. The atrial lead is likely fractured. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).